Manufacturer narrative:
As reported in a research article, improvement of acute hemolysis after mechanical valve replacement by prosthesis rotation without redo replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unexpected medical intervention was result of case specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Please note, per regent mechanical heart valve, instructions for use indications: the sjm regent¿ mechanical heart valve is intended for use as a replacement valve in patients with a diseased, damaged, or malfunctioning aortic valve. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU. Literature attachment: improvement of acute hemolysis after mechanical valve replacement by prosthesis rotation without redo replacement. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "improvement of acute hemolysis after mechanical valve replacement by prosthesis rotation without redo replacement", was reviewed. The article presented a case study of a 1-year-old female patient with a history of partial atrioventricualr septal defect and borderline-sized left ventricle, who previously underwent staged surgical repairs, but ultimately necessitated a left-sided mechanical atrioventricular valve replacement. A 17mm mechanical heart valve was selected for implant on an unknown date. The valve was implanted in an anti-anatomical position with posterior translocation due to a very small annulus. On posteroperative day 14, the patietnt's lactate dehydrogenase (ldh) rose to 2262 u/l, which signified hemolysis. Urinalysis showed hemoglobinuria. Echocardiography revealed transvalvular leakage and 3 small perivalvular leaks, two on the left atrial side and one on the septal side. A strong regurgitant jet was also seen at the posterior left atrial hinge. Three days later the left atrial wall suture line was reinforced and the device was rotated 40 degrees counterclockwise to correct its alignment with the native commissure line. The patient's ldh levels normalized and the hemolysis was resolved. The jet significantly decreased. Follow-up echocardiogram showed no remaining perivalvular leakage. [The primary and corresponding author was takaya hoashi, 1397-1 yamane, hidaka, sait ama, japan, with corresponding e-mail: thoashi@surg1.med.osaka-u.ac.jp.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: improvement of acute hemolysis after mechanical valve replacement by prosthesis rotation wi thout redo replacement. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "improvement of acute hemolysis after mechanical valve replacement by prosthesis rotation without redo replacement", was reviewed. The article presented a case study of a 1-year-old female patient with a history of partial atrioventricular septal defect and borderline-sized left ventricle, who previously underwent staged surgical repairs, but ultimately necessitated a left-sided mechanical atrioventricular valve replacement. A 17mm mechanical heart valve was selected for implant on an unknown date. The valve was implanted in an anti-anatomical position with posterior translocation due to a very small annulus. On posteroperative day 14, the patietnt's lactate dehydrogenase (ldh) rose to 2262 u/l, which signified hemolysis. Urinalysis showed hemoglobinuria. Echocardiography revealed transvalvular leakage and 3 small perivalvular leaks, two on the left atrial side and one on the septal side. A strong regurgitant jet was also seen at the posterior left atrial hinge. Three days later the left atrial wall suture line was reinforced and the device was rotated 40 degrees counterclockwise to correct its alignment with the native commissure line. The patient's ldh levels normalized and the hemolysis was resolved. The jet significantly decreased. Follow-up echocardiogram showed no remaining perivalvular leakage. [The primary and corresponding author was takaya hoashi, 1397-1 yamane, hidaka, sait ama, japan, with corresponding e-mail: thoashi@surg1.med.osaka-u.ac.jp.]